Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact, no peeling or lifting was observed. The ok keypad button press did not activate desired pump functions during testing. There was evidence of keypad adhesive found under the ok key contact.

Event description:
It was reported that the ok button responds intermittently. It was reported that the pump is not exposed to water and there is no damage to the keypad.